Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-02542. It was reported that the scs system is unable to provide effective pain relief. Reportedly, patient refused reprogramming. On follow-up with the pain physician, the therapy has been turned off. Surgical intervention is pending to address the issue.